Event description:
It was reported that during a ptca/stent procedure the stent delivery system (sds) balloon ruptured at 6 atms. An attempt to remove the device was met with resistance and the guiding catheter moved into the proximal right coronary artery. This resulted in bradycardia and was treated with atropine. The sds and stent were successfully removed. The post procedure angiography showed timi 3 flow within the vessel, but a dissection of the ostial rca. The patient was treated with reopro.